Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (abnormal shutdowns, service code 107) has been confirmed. Upon investigation, the monitor would not power up. The failure was isolated to contamination throughout the monitor. The root cause of the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 107 and experiencing abnormal shutdowns.